Event description:
It was reported that during the lap oophorectomy procedure, the blade broke off inside the pt and was not retrieved. The case was completed with a second disposable.

Manufacturer narrative:
Info anticipated, but unavailable at this time.